Event description:
On (B)(6) 2009, the patient reported that she received the e2 (battery depleted) error on her infusion device. She inserted a new battery and e2 was displayed again and then the display became blank. She confirmed that she is using the correct battery type and the battery was inserted into the infusion device properly. She inserted another new battery and the display remained blank. She stated that the infusion device has been dropped and exposed to water and she has spilled insulin in the cartridge compartment. She was unable to provided dates of incidents. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.